Manufacturer narrative:
Correction: (report sent to FDA, email), (name, email),(phone and fax#), (company rep),evaluation summary: post market vigilance (pmv) led an evaluation of one device. The anvil of the loading unit was bowed. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic pancreactomy, the device reload was unable to fire. The reload was replaced and it was used with the same stapler mechanism and the case was completed without any complication. There was no patient injury.